Event description:
Event description guidant received information that this transvenous defibrillation lead exhibited >3000 ohm pacing impedance, suggestive of a lead fracture. Absent from this observation, however, were r wave measurements changes and noise. A guidant technical services (ts) consultant discussed the possibility of a lead fracture, and recommended obtaining a chest x-ray to assess conductor continuity. To date, there have been no reported patient symptoms associated with this clinical observation.